Manufacturer narrative:
(B)(4). Only event year known: 2019. Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that a couple of months ago during a laparoscopic colon resection, when the stapler was fired a crunch was not heard and the knife blade did not engage. The staples were placed but a cut was not made. The anastomosis was removed. Case completed with another device of the same product code. A leak test was performed. There were no patient consequences reported.